Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking, the stent dislodged from the balloon without any manipulation. No additional event or pt information is available.

Manufacturer narrative:
(B)(4).